Manufacturer narrative:
PMA / 510 (k)#: k042568/k994155.

Event description:
It was reported to boston scientific on 03/30/2007, that the physician tried to push the silverspeed 14 through the catheter (device in question) and felt heavy resistance inside the catheter. " it seemed as if both devices were stuck together." Under fluoroscopy, the physician could see that the guide wire could not be pushed outside the catheter. After removal of both products, he saw that both tip markers of the catheter were missing. The physician found the rest of the catheter at the distal end of the silverspeed. Afterwards, the physician used another device of the same type with a synchro wire and 2 gdc coils and finished the procedure successfully. It was reported that the "patient status is ok" and that there were no patient complications.